Event description:
During the reported implant attempt, difficulties were encountered when trying to pass the subject device through the introducer utilized for the procedure. As a result, the lead was not implanted. The physician stated that, in his opinion, the lead tip was burred and abrasive, and that this might have been the cause of the issue.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications. Since no significant aspect of the lead was identified, which could have caused the issue as reported by the physician, the analysis concludes that the issue is most likely associated to the introducer utilized by the physician. The following issues could cause difficulties pushing the lead through an introducer: a smaller than recommended introducer, a kinked introducer, an introducer with a silicone valve; under dry conditions a silicone valve contacting the silicone sheath of the lead would increase friction between the components. It is noted that the introducer utilized by the physician in this case was not returned, and the size and model were not indicated.